Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt received faulty kit unit suctions normally with old kit does not work with new kit received. Fa, please send bio box. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Event description:
It was reported by the patient that patient received faulty purewick urine collection system accessory replacement kit. Unit suctioned normally with old kit. Did not work with new kit received. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. Female wicks used.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system accessory replacement kit. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: collector tubing (with elbow connector) and pump tubing initial rinse: disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water. Visual inspection: inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. Disinfection: fully submerge the tubing and elbow connector in 70 percentage isopropyl alcohol (ipa). Allow it to soak for a minimum of ten (10) minutes. Flush the ipa through the tubing, prior to starting the ten (10) minute time. Or prepare a disinfecting solution to yield a 0.1 percentage sodium hypochlorite (bleach) solution, using manufacturer's recommendations if applicable. An example dilution for bleach that has a 5.25 percentage initial concentration is to dilute 1/3 cup bleach with 1 gallon of cool water to yield a 0.1 percentage sodium hypochlorite (bleach) solution. Fully submerge the tubing and elbow connector in the diluted disinfection solution. Allow it to soak for a minimum of forty-five (45) minutes. Flush the diluted disinfection solution through the tubing, prior to starting the forty-five (45) minute time. Rinse: rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water. Drying: dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature. "Canister and canister lid initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. Visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. Disinfection: fully submerge the canister and lid in 70 percentage isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Or prepare a disinfecting solution to yield a 0.1 percentage sodium hypochlorite (bleach) solution, using manufacturer's recommendations if applicable. An example dilution for bleach that has a 5.25 percentage initial concentration is to dilute 1/3 cup bleach with 1 gallon of cool water to yield a 0.1 percentage sodium hypochlorite (bleach) solution. Fully submerge the canister and lid in the solution. Allow it to sit for a minimum of forty-five (45) minutes. Rinse: rinse the canister and the lid thoroughly with cool tap water. Drying: dry the canister and lid with a clean low lint towel or cloth." Correction: a, b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.